Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device has been "dead and malfunctioning and off for years" and pt no longer has remote. Tss reviewed MRI info and redirected pt to managing hcp to address device issue and determine MRI eligibility.